Event description:
It was reported the patient had experienced a ¿loss of therapy.¿ impedance testing was performed with the patient¿s device and it was determined there were ¿high¿ impedances. Additionally, x-rays confirmed the patient¿s lead had migrated. The patient¿s lead and extension were replaced as a result of the event and the patient was hospitalized. It was noted the ¿problem was not determined with the extension,¿ though the patient¿s surgeon notably wished to have it analyzed also. The issue was reportedly resolved as a result of the replacement. There were ¿no¿ complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3888-33, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 7489-51, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 74001, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: adapter. (B)(4).